Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record relates to the left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Facility name: (B)(6). Health effect impact code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown visual analysis: device photograph(s) for the device related to the reported event capsular contracture was reviewed on april 18, 2023. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side unknown adverse event associated with devices. Healthcare professional later reported capsular contracture baker grade unknown .device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record relates to the left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: creases are observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.